Event description:
It was reported that during patient use, the tracheosotomy cuff deflated. Reportedly, no recannulation was required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)